Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the patient came back to the hospital dislocated out of the constrained liner. The liner did not disassociate from the shell. The head came out of the constrained liner. We were able to reduce and disassociate out of the liner 3 times during the revision to the newer constrained liner on (B)(6) 2011. A series of x-rays and the explant will be sent. The femoral component is biomet oss total femur with a biomet 28 head that will also be sent to (B)(4)."